Event description:
It was reported from 7/25-9/8, customer reports have a total of 41 incidents of leaking port needles. This led to chemo/hazardous drug exposure to patient, staff and home health workers. There were no visible cracks in the hub of the port needle. No visible damage reported. Patient information was requested but not provided. This report addresses the fourth incident.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.